Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the complaint investigation. Updated fields: b5, h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the knife did not fall off into the patient's body thus correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cutting wire was broken a root cause could not be identified. Based on the investigation result, a likely mechanism causing the broken cutting wire might be the following. 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3. The output was activated in state of ¿2¿ description. This had led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge occurred, and the cutting wire became hot instantly. This had caused the cutting wire to break. It can be inferred that heat generated by an electrical discharge caused damage of the coated portion. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that the broken piece did not fall into the patients body.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sphincterotome knife was broken when it was used inside the body. The therapeutic endoscopic sphincterotomy was completed by changing to a backup device. There were no reports of further medical intervention to retrieve the broken part and no reports of further patient harm.